Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause. The most likely cause of the reported failure is user error, specifically misalignment of the insertion. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/02/2024, it was reported by a sales representative via sems that an ar-2323bcc and an ar-1927bcf-45 anchor broke as the surgeon was screwing in during a rotator cuff repair with biceps intra-articular tenodesis surgery. For the ar-1927bcf-45, the 4.5 awl was used but it still broke. After discussion with the surgeon after the case, the issue was due to the trajectory. The surgery was completed successfully using another anchor ar-2323bcc. There was no patient harm.